Event description:
It was reported that a 39-year old caucasian female patient underwent breast prosthesis implantation surgery with a (left) 275cc mentor memorygel breast implant and a (right) 350cc mentor memorygel breast implant, suffered left breast malposition and left breast capsular contracture (baker grade iii), post-operatively. The patient's doctor also suspected that there was containment of the left breast pocket with bacteria from the milk ducts or glands. As a result, the patient underwent bilateral breast capsulectomies and implant removal and replacement surgery on (B)(6) 2022. During the surgery, the patient was also diagnosed with right breast capsular contracture (baker grade 1). Upon removal, the right implant was noted to have several air bubbles or evidence of loss of implant integrity. The replacement devices were: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9505725 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9360599 sn: 9360599(B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2022-14223.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).